Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the tubes were cracked with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: on december 9, new devices were found with a hole. 3 new ones were found in our storage, all of them with the same batch number. The devices lose their sterility and urine flows out of the cup.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect causing a hole with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect causing a hole was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the tubes were cracked with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: on december 9, new devices were found with a hole. 3 new ones were found in our storage, all of them with the same batch number. The devices lose their sterility and urine flows out of the cup.